Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that piccs had valve malfunction which resulted in reflux of blood in pic lumen resulting in blockage of lumen. Patient status/ intervention: discharged.

Event description:
It was reported that piccs had valve malfunction which resulted in reflux of blood in pic lumen resulting in blockage of lumen. Patient status/ intervention: discharged

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refw0195 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw0195) have been reported from the same facility in india.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter occlusion was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was fully detached from the assembled two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded by blood products. Microscopic inspection of the catheter shaft confirmed abundant blood product material within the lumen. Inspection of the valve was unremarkable. The valve was measured and found to be within manufacturing specifications. Microscopic inspection of the assembled connector revealed that no catheter fragment remained within the connector. The catheter had become fully detached. Following longitudinal bisection of the distal connector segment, inspection of the compression sleeve revealed that it had been nearly entirely advanced into the narrow region of the bore. Longitudinal scoring marks were observed leading into the over-inserted extension tube. The mislocated compression sleeve and accompanying scoring marks suggested that the compression sleeve was over-inserted by inserting an object into the connector bore. This misassembly may have led to the observed catheter detachment and may have contributed to the catheter occlusion by blood products. The valve appeared well-formed and within manufacturing specifications; however, the complete occlusion of the catheter prevented functional testing of the valve. It could not be determined if the valve contributed to the observed occlusion. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that piccs had valve malfunction which resulted in reflux of blood in pic lumen resulting in blockage of lumen. Patient status/ intervention: discharged.